Manufacturer narrative:
The initial MDR for this case was submitted by mistake. The correct MDR that were submitted for this event is in MDR 25-261 internal reference number (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that a bipolar loop broke spontaneously during an operative procedure. The broken piece in the bladder was removed. Delay procedure, new loop used for the continuation of the surgical procedure. No information on length of surgical delay or prolongation of surgery. The procedure was completed without any patient injury or harm reported. No death or (unanticipated) serious deterioration in state of health reported. Therefore this case is not reportable in france.